Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 01/10/2011 and 01/24/2011 by phone, fax, and mail. A completed questionnaire has not been received. Add'l info was received in a f/u phone call on 02/03/2011. (B)(4).

Event description:
A surgeon reported, a pt with residual astigmatism following intraocular lens (iol) implant surgery. The surgeon reported that the iol is off axis. In a f/u phone call with the surgeon, the iol was rotated and the pt has been doing well following the rotation procedure. The surgeon reported that he is not blaming the lens. Add'l info has been requested.